Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (lioresal) 500 mcg ml at 130 mcg/day via an implantable pump. It was reported that during routine elective replacement indicator (eri) replacement surgery the hcp noted the catheter was not dripping cerebrospinal fluid (csf). Hcp cut the pump segment off but there was still no csf dripping. Unknown if any environmental/external/patient factors may have led or contributed to the issue. There were no reported patient issues. Hcp elected to explant and implant a new catheter. It was reported that the issue had resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.